Event description:
It was reported that the user experienced a low blood glucose event with a recorded nadir of 58 mg/dl and removed the ilet for several hours, subsequently treating with oral glucose and additional carbohydrates; the user later expressed concern that the device could be delivering too much insulin. Symptoms included hypoglycemia with shaking/tremors and flushing. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.